Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported an alarm and a frozen display. Troubleshooting was performed, but the screen remained frozen. Advised that the insulin pump would be replaced. Nothing further was reported.